Event description:
It was reported that the customer had a button error alarm on her insulin pump. She reported putting an ice pack on the insulin pump while sitting in a hot car. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.